Event description:
During a laparoscopic gastric bypass, issue reported w/ ethicon powered stapler. Staff reported the ethicon powered stapler angled as intended and fired correctly, but then surgeon was unable to straighten it to remove it through the trocar. This led to the entire trocar and stapler being removed as one unit. Stapler remained in trocar.